Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The customer received a replacement device. Review of the device activity logs showed no evidence related to the customer's report. The electrode pads and batteries were not returned to zoll medical corporation as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed self test and would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.